Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 7x20x120mm epic vascular stent was selected to treat the lesion. However, during unpacking, outside patient's body, it was noted that the stent was "deflowered" and the stent deployed approximately 7/8, with the safety lock on and the luer valve flush line on. The procedure was completed with a balloon at a longer inflation time. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of an epic stent delivery system (sds) and stent. There were numerous kinks thorough out the end of the inner shaft of the device. The safety lock was received attached in the manufactured position. The handle was opened and there was no damage or parts missing. The bumper was in the normal position and there was no damage or irregularities. The stent was received deployed and detached from the sds. Inspection of the device presented no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 7x20x120mm epic vascular stent was selected to treat the lesion. However, during unpacking, outside patient's body, it was noted that the stent was "deflowered" and the stent deployed approximately 7/8, with the safety lock on and the luer valve flush line on. The procedure was completed with a balloon at a longer inflation time. No patient complications were reported.